Event description:
Procedure: lap appendectomy. According to the reporter: the instrument locked on tissue. The surgeon had to suture around the area then cut the device and remove from the tissue. Doctor was able to use another device to continue the case. Surgery time extension was reported as 38 minutes.

Manufacturer narrative:
(B)(4)